Event description:
During a routine removal from an asymptomatic pt, it was noted that a portion of the filter's leg had detached and was embedded in the cava wall. The filter was removed. The embedded segment remains implanted. The pt is doing fine.